Event description:
ICU nurse mgr, alleged that a pt had gotten out of bed and fell. The pt had skin abrasions from the fall. She reported that they did not record the pt info. She did not know which bed was involved in the event and the bed serial number was not recorded. She reported that the event was not recorded and she had no details of what happened. The hill-rom tech could not examine the bed as the staff did not know which bed was involved in the incident. They could not provide any other pt details and did not know whether the bed exit system was activated.